Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an error icon was displayed on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported displayed error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Receiver was charged and failed to boot. The log was downloaded, and it passed. The receiver was open for an internal inspection and failed. The battery was damaged with cracked solder battery pins. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.